Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the last time they charged their implant but about 3 months ago the pt noticed that they were no longer able to connect their patient programmer (pp) to their implant. Pt mentioned that when they attempted to charge their implant their recharger (insr) would display that the implant was charging with 8 shaded coupling boxes but the implant would not actually charge. Pt mentioned that they could sit charging their implant for over an hour but their implant would not charge. During the call pt was unable to connect their pp to their implant for the pt received what pss understood the message recharge stimulator. Pt then attempted to charge implant and the insr which displayed that the implant was charging with 8 coupling boxes. Pss emailed local medtronic representatives informing them about reported event and to reach out to pt. Additional information received from the patient indicated that their implant won't charge. They stated that the ins accidently depleted too many times, and it needs to be replaced with an upgraded device. The patient indicated that they will be getting the device replaced.

Event description:
Patient reported currently their ins is no longer in use as the battery would not charge. Patient stated they are working with hcp to get it replaced however there is a hold regarding insurance. When it is replaced it will be returned to manufacturer per patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that pt was no longer able to charge their ins and they were trying to get authorization to replace ins for an upgraded ins. Pt stated that manufacturer needed to specify to medicare that the replacement was not regarded to their work comp set aside. Pt has tried to get approval from medicare but they were denied.